Manufacturer narrative:
Philips service replaced the cube board and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the larc post power relays test failed during boot-up on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.